Event description:
During baxter's functionality testing it was round that a spectrum pump had a constant close door alarm. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "close door" alarm was confirmed and reproduced during evaluation. The alarm was caused by a failed lower auxiliary flex. The failed lower auxiliary assembly was replaced.